Event description:
Small reduction of the output power detected during maintenance.

Manufacturer narrative:
Small reduction of the output power detected during maintenance. The event did not create injury to the patient. We are not aware if the event eventually caused a delay in the surgical intervention.